Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the clinic not feeling well. It was confirmed that the patient had developed an infection. The physician elected to explant the system, it is unclear if the device was replaced. The procedure was completed successfully and the patient was in stable condition post surgery.